Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 150 mg/dl. Reportedly, the customer had did not have alternate insulin therapy available. Multiple attempts were made to follow up with the customer if alternate insulin therapy was obtained; however no response from the customer was received.